Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0cwqd, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she went through a court house security and it had been 3 days since she felt stimulation. The patient indicated that she was only feeling it once a day. The patient stated she was getting relief from her system and it had helped her get out of her house. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.